Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for a routine generator change. The physician noticed the insulation tear away when he used forceps to pull the right ventricular lead out of the header, the outer insulation pulled back from the connector pin. The lead insulation damage resulted in noise. The lead was capped and replaced with no complications. The patient was asymptomatic before, during and after the procedure.